Event description:
The manufacturer received information alleging a trilogy evo "ventilator inoperative" alarm occurred and the airflow stopped while in patient use. The customer stated, "the patient is breathing spontaneously, and there was no health damage to the patient". The customer also stated the ventilator was covered by a plastic bag since it was raining when the patient was out. The trilogy evo ventilator was returned to the manufacturer service center for evaluation, and the "ventilator inoperative" alarm was not duplicated by an operational check. During the evaluation it was noted that a critical error code in relation to (both the outlet and monitor pressure sensor failed) was recorded in the device event log. The device passed all testing, and no abnormality was detected. In conclusion, the device's the system board was replaced as a preventive measure. Additionally, prior to the occurrence of this critical alarm, the history showed error codes in relation to an inlet filter blocked condition and the maximum detectable negative pressure of the respective pressure sensor was reached which is believed to have occurred due to the unit was covered with a plastic bag. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00).